Manufacturer narrative:
(B)(4) 2015: during follow up the customer indicated that bg levels were under control, however the customer had since returned to manual injections. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 285mg/dl. Customer treated elevated bgs by administering correction boluses using the pump. System check was performed with tandem technical support, and the pump performed as intended. Recommendation was made that the customer change out the insertion site.